Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h11: investigation results: based on the available information, boston scientific corporation could not confirm the reported event of catheter break. The device was returned with a portion of the catheter damaged; however, it was not observed to be fractured or broken. The investigation concluded that the observed damage was most likely caused by procedural factors such as handling of the device during preparation. It was reported that the alleged fracture was identified during preparation for the procedure. Boston scientific corporation follows established manufacturing and inspection protocols designed to detect and address such defects prior to product release. These controls are intended to identify any damage that may be present before the device reaches the end user. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a nasobiliary catheter was returned for analysis. Visual inspection identified that a portion of the catheter was damaged. This observation is consistent with the condition previously confirmed in the customer-provided photographs. No additional damage or anomalies were identified on the returned device. Risk review: a risk review was completed and confirmed that the event of catheter break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter was to be implanted to treat a bile duct tumor in the gallstones during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic sphincterotomy (est) involving the extrahepatic bile duct (ehbd) procedure performed on (B)(6), 2025. During preparation prior to procedure the front end was fractured when it was unpacked. Another nasobiliary catheter was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter was to be implanted to treat a bile duct tumor in the gallstones during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic sphincterotomy (est) involving the extrahepatic bile duct (ehbd) procedure performed on (B)(6) 2025. During preparation prior to procedure the front end was fractured when it was unpacked. Another nasobiliary catheter was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h11: a nasobiliary catheter was not returned for analysis. A media inspection of the photos provided by the complainant noted that there is evidence of a broken catheter. No other damages were noted to the delivery system. Product analysis confirmed the reported event of catheter break. The device was not returned, preventing technical evaluation. Although photographs provided by the customer show the catheter broken. However, due to insufficient evidence and the inability to properly evaluate the device, the most probable causes contributing to the event remain undetermined. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter was to be implanted to treat a bile duct tumor in the gallstones during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic sphincterotomy (est) involving the extrahepatic bile duct (ehbd) procedure performed on (B)(6) 2025. During preparation prior to procedure the front end was fractured when it was unpacked. Another nasobiliary catheter was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.